Event description:
During review of a literature article which described post-operative trocar site hernias, the following incident was mentioned. After a da vinci-assisted myomectomy surgical procedure, the patient experienced nausea, which worsened by postoperative day (pod) 3. An abdominal x-ray revealed mild ileus, which progressed over time. A computed tomography (CT) scan on pod 6 confirmed an incisional hernia at the left trocar site, causing small bowel obstruction. She underwent incisional hernia repair, with no impairment of bowel perfusion. The patient recovered well, and subsequent x-rays showed nonspecific findings.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Citation: hong y h, paik h, kim s k, lee j r, suh, chang s, (2024) an 8-mm trocar-site hernia at a drainage insertion site after a three-port robotic myomectomy: case report and review of literature https://doi.org/10.1093/jscr/rjae189.